Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral atrophy causing the cuff not to coapt the urethra and as a result, the patient experience recurrent incontinence. A surgical procedure was performed in which the pressure-regulating balloon (prb) and urethral cuff were removed. These components were replaced with a smaller cuff and a new prb. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.